Manufacturer narrative:
The customer reported an image artifact present on scanned images. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the artifact and found that the compensator was cracked in the a-plane collimator, which caused the artifact. Air calibrations were completed which temporarily corrected the issue until part replacement could be completed. The fse replaced the collimator to resolve the artifact. The fse confirmed there was no patient impact or misrepresentation due to the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.